Event description:
It was reported that during a percutaneous coronary intervention a balloon burst occurred. The lesion was situated in the left anterior descending artery and was described as moderately calcified. Some difficulties to cross the lesion with an emerge 2.5x15mm balloon were reported due to the calcification. The lesion was predilated and the balloon burst at 14 atms. A small dissection was reported. The emerge balloon was removed, a scoring balloon was used and a stent was implanted. The patient remained stable and no further complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).device evaluated by MFR: the catheter was returned. Magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon burst occurred. The lesion was situated in the left anterior descending artery and was described as moderately calcified. Some difficulties to cross the lesion with an emerge 2.5x15mm balloon were reported due to the calcification. The lesion was predilated and the balloon burst at 14 atms. A small dissection was reported. The emerge balloon was removed, a scoring balloon was used and s stent was implanted. The patient remained stable and no further complications were reported.